Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an emergency backup battery (ebb) fault was confirmed via log file analysis. Review of the log files revealed starting on (B)(6) 2025 at 23:29:06, a backup battery fault alarm activated due to the backup battery not passing the load test. The difference between the unloaded voltage and loaded voltage was measured to be outside of the designed threshold. The backup battery fault alarm did not resolve before the driveline was disconnected at 23:38:12. The returned heartmate 3 system controller (serial number (B)(6) was functionally tested and was found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Multiple backup battery load tests were initiated during testing and an alarm was not reproduced. Provided information stated that the controller exchange resolved the alarm. The root cause of the backup battery fault was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook, section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch, section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 IFU, section 8-¿equipment storage and care¿, and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault on (B)(6) 2025. Log files were sent for review. The event log captured backup battery faults on 10may2025 at 23:29. Shortly after, it appeared that the system controller was exchanged. It appeared that the ebb failed the load test that resulted in the faults. It was confirmed that the system controller was exchanged which had resolved the alarm. No other troubleshooting techniques were attempted.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.